Manufacturer narrative:
The products in this complaint are manufactured by biomet legacy; therefore, they have been notified. Biomet legacy created (B)(4) and will not submit an MDR for this event because the products are not distributed in the united states. This complaint will be invalidated.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported an x-ray indicated the patient is experiencing a dislocation.